Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a frozen display and insulin pump had multiple pump errors. The customer's blood glucose level was 15.7 mmol/l. The customer's other relevant blood glucose level was 18.7 mmol/l. The customer was assisted with the troubleshooting. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Insulin pump passed displacement test, sleep current measurement, active current measurement and self test. Insulin pump was tested with no error 49, error 2 and frozen screen noted. Pump error 63 alarm and error 4 found in the insulin pump history file due to software error.